Event description:
It was reported that the patient presented in clinic for lead revision. The right atrial (ra) lead showed poor sensing, high capture thresholds, and low pacing impedance due to insulation damage. The ra lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of poor sensing, high capture thresholds, low pacing impedance and insulation damage were not confirmed. A complete lead was returned in one piece with the helix found partially extended and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures. Hipot test failed between the outer and inner coils. Dissection of the lead found a hole in the inner insulation consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.